Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is submitted december 27, 2018.

Event description:
Per the patient's surgeon, the patient experienced poor performance with device use and subsequently the device was explanted on (B)(6) 2018. The patient was reimplanted with a different company's device.